Event description:
Customer service was notified that a stayfuse device was removed by a dr.

Manufacturer narrative:
Stayfuse was distributed by zimmer until 12/1/05. At that time, nexa took over mfg and distribution. Stayfuse imp consists of two components: a proximal device and a distal device. Both components from this procedure are listed. Add'l model number 2227-04-04. Add'l catalog number 2227-04-04. Add'l lot number 77091338.